Event description:
It was reported that the right ventricular implantable pacing lead (ipl) had become dislodged and a re-operation was performed. Shortly after the re-operation procedure no ventricular pacing was observed and a lead dislodgement was again suspected. During the procedure it was revealed that the lead pin was loose in the implantable pulse generator (ipg) connector and that the associated setscrew would not tighten down due to apparent damage. The device and lead were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis revealed no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically cut but not breached and the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).